Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken/sensor broken missing. Unable to confirm customer received sensor damaged due to customer returned opened/used.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer also reported receiving a lost sensor alert. Blood glucose level at the time of the incident was 132 mg/dl. During troubleshooting, the customer stated that the sensor did not appear to have a cannula. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.